Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number.

Manufacturer narrative:
(B)(4). Dob: unknown date in (B)(6). Report source: foreign county: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. No further information has been provided.